Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012368, in question was manufactured at the reynosa site. DHR review: the lot 6012368 was manufactured according to the work instruction (wi) version 21.0, in the multivac m14, on 24/mar/2025, with a total of (B)(4) units. The sub-assembly: cannula. The lot 5c00538 was manufactured according to the wi version 17.0 and manufactured in the machine lc05, on 09/mar/2025, with a total of (B)(4) units. The lot 5c01081 was manufactured according to the wi version 17.0 and manufactured in the machine lc05, on 11/mar/2025, with a total of (B)(4) units. The lot 5c01092 was manufactured according to the wi version 17.0 and manufactured in the machine lc05, on 16/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5c03313 was manufactured according to the wi version 17.0 and manufactured in the machine lc01, on 22/mar/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1 patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025 which led to high blood glucose level. The blood glucose value was 214 mg/dl. The patient got treated via bolus. No further information available.